Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced rash around insertion site. Patient claimed the irritation also looked like bumps. Patient reported that he is allergic to the senor wire. Patient sought medical advice and medical professional advised that patient contact dexcom. Patient would like it recorded that he tried put on tegaderm first, then put on the sensor and still had an allergic reaction. Patient uses tegaderm on his insert for his pump and he doesn't have an allergic reaction to it. In the patient's opinion, the reaction seems to stem from the sensor wire and can only wear the sensor 3 days unless he absolutely works on not changing it but on incident date he couldn't handle it and removed it. No medical intervention was required.